Manufacturer narrative:
This serves as a correction report. Section g3: (date received by mfg) was incorrectly documented in the MDR follow up #1 report. The correct g3 date is (B)(6) 2021.

Event description:
Customer reported, the freestyle libre 2 sensor affected his pacemaker. And as a result, he "was admitted to the heart clinic as an inpatient". And "cardioversion was performed under anesthesia". No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned, and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and fs libre sensor, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported the freestyle libre 2 sensor affected his pacemaker and as a result, he "was admitted to the heart clinic as an inpatient" and "cardioversion was performed under anesthesia". No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre 2 sensor affected his pacemaker and as a result, he "was admitted to the heart clinic as an inpatient" and "cardioversion was performed under anesthesia". No further details were provided. There was no report of death or permanent impairment associated with this event.